Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's pain didn't start on a specific date and came on gradually.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient was having pain and burning around the device implant site that had been gradually getting worse. Patient mentioned they would have pain and then it would go away. Patient stated they did not have a patient programmer and did not change the settings when they noticed the pain to see if pain dissipates after turning stimulation down or off. Patient was redirected to their healthcare professional (hcp). No further complications were reported.